Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via radial artery. The 90% stenosed, 20mmx2.5mm, cocentric target lesion was an area of instent restenosis (isr) and has a >45 and <90 bend located in the mildly tortuous and mildly calcified mid left circumflex artery. A 10/2.50 flextome cutting balloon was used in an isr of an unspecified bsc stent. During procedure, the balloon was introduced into the target lesion but the device was unable to inflate. The balloon was then removed from the patient's body slowly and smooth step by step. It was further noted that the balloon itself ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient is stable.